Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2250 mcg/ml concentration at 864.5 mcg/day via intrathecal drug delivery pump for unknown indication of use. It was reported that patient presented with dehiscence at pump pocket wound site. No environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was required, wound was opened. Devices (pump and catheter) were explanted and replaced. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.